Event description:
A discordant, falsely low brain natriuretic peptide (bnp) result was released for a patient sample after error messages from the advia centaur cp instrument were transmitted through the (B)(4) laboratory information system (lis), where they were misinterpreted. The advia centaur cp instrument produced error messages indicating that the there was insufficient sample volume and that the task was not complete. The lis misinterpreted these error messages, and a result was generated and released. It is unknown if the discordant result was reported to the physician(s). The sample was rerun on an alternate instrument, and a higher result was obtained. The laboratory then ran two "test" samples for troponin and bnp to see if the issue was reproducible. For both samples, results were generated despite the instrument transmitting error messages to the lis. There are no known reports of patient intervention or adverse health consequences due to the discordant bnp and troponin results.

Manufacturer narrative:
The lis vendor has changed how the lis processes non-numeric results from the advia centaur cp instrument. There have been no reoccurrences of this issue since the lis programming was changed. The siemens instruments are performing according to specifications. No further evaluation of this device is required.